Event description:
After undergoing uterine artery embolization pt experienced foul vaginal odor, vaginal discharge with pus and blood, pain in llq, depression, loss of employment, and uterine infection.